Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The act button on the insulin pump was unresponsive. The customer received an unexpected restart alarm. Her blood glucose level was 146 mg/dl. The customer's belt clip was also broken. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump alarmed for a reset error after battery installation due to a broken solder joint on the interface circuit board. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.